Manufacturer narrative:
(B)(4). Evaluation summary:the reported problem of a flogard infusion pump with an alarm 38 was confirmed. Service determined that the cause was due to damaged force sensing resistors (fsrs). The fsrs were replaced to resolve the issue.

Event description:
The facility reported a flogard infusion pump that presented an "alarm 38." It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The exact occurence date of the event is unknown. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.